Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle separated from the hub during the injection. The following information was provided by the initial reporter, translated from japanese: "an animal owner's verbatim report is that the needle was found to get buried and the injection could not be performed. 1 sample was returned. Bdj found that the correct issue is "separates" from returned sample."

Manufacturer narrative:
H6: investigation summary: customer returned a single 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. However, the needle hub could not be removed for further evaluation. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta found that the needle hub had separated from the syringe barrel. The root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle separated from the hub during the injection. The following information was provided by the initial reporter, translated from japanese: "an animal owner's verbatim report is that the needle was found to get buried and the injection could not be performed. 1 sample was returned. Bdj found that the correct issue is "separates" from returned sample."